Manufacturer narrative:
The hcg + b reagent lot number and expiration date were not provided.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for elecsys hcg+b test system (hcg + b) on a cobas e 411 analyzer (rack system). Patient 1 initial result was 608.4 miu/ml. The sample was repeated on two other e411 analyzers with results of 1024 miu/ml and 1008 miu/ml. Patient 2 initial result was < 0.100 miu/ml. The sample was repeated on two other e411 analyzers with results of 1217 miu/ml and 1158 miu/ml. The technologist thought the initial results were low based on the patients¿ clinical picture and repeated the samples. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The field service engineer (fse) found that the sample probe nozzle was not aspirating the sample correctly. The fse verified the adjustments of the sample/reagent probe. Instrument performance testing and mechanical checks were completed. The customer has not complained of any further issues. The investigation determined that the nozzle issue found by the fse was the root cause of the event.